Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The peritonitis was manifested by feeling "so sick on the first day". The breach in aseptic technique was further described as the patient ¿did not have supplies ready on hand¿, the transfer set was open and the patient did not wear a mask. The patient was not hospitalized for the peritonitis event. The same day as event onset, patient was treated with intraperitoneal vancomycin (for one day, no further details) for the event. The nurse reported the patient felt better after the first dose of vancomycin and the effluent was clear. Five days after event onset, the patient was treated with vancomycin and fortaz (both for 16 days, no further details). Dianeal therapy was ongoing. At the time of this report, the patient was recovering from the event. Twenty days after event onset, the patient was retrained on the proper aseptic technique. No additional information is available.